Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found broken cannula broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that sensor had lost communication alert. Customer's blood glucose was unknown at time of incident. Sensor will be returned for analysis.